Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately 25 months later the patient suffered resuscitated ventricular arrythmia treated with hospitalization and medication. Ae was related to mi of an unknown vessel. Patient is recovering. The investigator assessed the event as not related to the anti-platelet medication and possibly related to the device.